Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. No batteries or pads were returned for evaluation. The customer will be sent a replacement device. Customer was advised leaving the pads disconnected from the AED 3 may cause the battery to deplete prematurely and can result in a no-power condition. No trend is associated with reports of this type.